Event description:
It was also reported that the lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that after the patient had open heart surgery, loss of atrial lead sensing was observed. The lead was replaced.